Event description:
The complainant reported a 68 year old male patient presenting with cardiomyopathy for impella support. During support, the patient developed an access site hematoma. Manual pressure was held and the condition stabilized. It was noted that heparin was "restarted" after hematoma was controlled.

Manufacturer narrative:
The impella device was not received by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use states ¿assess access site for bleeding and hematoma.¿